Event description:
A malfunction alarm, identified as "malf 9," was reported by the customer, although no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The pump malfunction code was resettable, and technical support provided the necessary information to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared.